Event description:
A malfunction was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. Customer was informed to continue using the pump and advised to call back if any malfunction code recurred, which the customer acknowledged and understood.